Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was admitted after receiving several hv therapies. Review of the episodes revealed patient had vt which seemed to have been accelerated by antitachycardia pacing resulting in hv therapy. The patient was given medication and the device was reprogrammed. The patient was discharged in good condition.